Event description:
It was reported that the clinician suspected the subcutaneous implantable cardioverter defibrillator (s-ICD) to have premature battery depletion based upon review of the data stored on the remote home monitoring website. It was noted that the device remaining battery longevity was at 50 percent remining and decreased to 14 percent remaining in two months. Engineering review of the data was requested. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the clinician suspected the subcutaneous implantable cardioverter defibrillator (s-ICD) to have premature battery depletion based upon review of the data stored on the remote home monitoring website. It was noted that the device remaining battery longevity was at 50 percent remining and decreased to 14 percent remaining in two months. Engineering review of the data was requested. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was explanted and replaced for concerns over premature battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the clinician suspected the subcutaneous implantable cardioverter defibrillator (s-ICD) to have premature battery depletion based upon review of the data stored on the remote home monitoring website. It was noted that the device remaining battery longevity was at 50 percent remining and decreased to 14 percent remaining in two months. Engineering review of the data was requested. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was explanted and replaced for concerns over premature battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.